Event description:
The customer reported that she was hospitalized 4 times in the last 3 weeks due to diabetic ketoacidosis, with blood glucose levels over 700 mg/dl. The customer experienced nausea and vomiting. The customer stated that she was getting failed battery test, no delivery and bad battery alarms. The customer changed her infusion sets, but continued to get no delivery alarms. Advised the customer that the insulin pump would be replaced due to the excessive alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.